Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced periods where the pump felt abnormally hot. The user's blood glucose (bg) level was 300 mg/dl. The bg level was addressed with a bolus and the bg level returned to target. Reportedly, the user would continue to use the pump until replacement pump is received.